Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Reportedly, the customer did not have any additional insulin and would reach out to their hcp for insulin to address the elevated bg and to be able to load a new cartridge.